Manufacturer narrative:
Inflation device: everest; gw: suoh, runthrough extra floppy; gc: launcher sal1 sh; bc: hiryu 2.5/15mm, bp22 3.5/15mm; sheath: terumo's 7f; stent: xience v 2.5/28mm, promus 2.5/28mm; others: view it (ivus), finecross. The product was not returned for evaluation; therefore, no extensive analysis could be performed. A DHR review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited information available and without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the moderate calcification that may have contributed to the event.

Event description:
During a pci, the balloon of a cypher stent delivery system ruptured under nominal pressure. The stent was deployed and post-dilated with another product successfully. During the index procedure, a lesion with 99% stenosis was treated in the proximal to mid rca. The lesion was described as de-novo, diffused, moderately calcified and slightly tortuous. Pre-dilation was conducted before a xience v: 2.5/28mm was implanted at the distal portion of the target lesion followed by a promus: 2.5/28mm implanted proximally and overlapping it. Finally, a 3.5x18mm cypher select+ was delivered without friction proximal to the promus stent to be implanted overlapping it. During balloon inflation for stent deployment, the balloon ruptured at 10 atm. Balloon rupture was confirmed by back-flow of blood into the inflation device. Therefore, the sds of the cypher select+ was retrieved from the patient and post-dilation was conducted with a balloon catheter to further dilate the cypher select+ stent. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was discarded at the hospital. The physician did not indicate any anomalies prior to use.